Event description:
The co's customer reported that the 3100a did not meet a performance specifications. The pt circuit was defective. Specific details were not provided. There was no pt involvement at all.